Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was returned for evaluation. There was a relationship between the procise xp coblator ii and the reported incident. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Review of complaint history of the reported lot number for the past 3 years found related failures; this failure will be trended by post market surveillance to assess for any necessary action. Visual inspection shows extensive erosion of the electrodes and discoloration of the spacer. Further inspection noted that the saline line was cut. No manufacturing discrepancies observed. Functional evaluation of the device revealed that the device reached the end of its useful life. Once a bypass box was utilized, the device performed as intended. Saline functionality was verified using a syringe, as the device's line was cut. Saline line performed as intended. Suction performed as intended. The complaint was verified; however, a root cause could not be determined with confidence, as there are several root causes that could have contributed to damaged electrodes. Factors, related to a "damaged electrode" issue include: (1) extensive activation of the device (2) settings used during activation (3) mechanical displacement of tissue (4) using the device as a lever. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy, the tip of the wand fell of into suction when it was being used in the patient. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.